Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported that he has ¿insulin pockets¿ (lipohypertrophy) with a lot of scarring and bumps on his abdomen and the condition causes his glucose values to drop extremely quickly sometimes when the insulin is released from the pockets, subsequently causing hypoglycemic events. On (B)(6) 2020, at 1:00 am, he had a low notification from his cgm with a value of 5.5 mmol/l. He went to the kitchen and had a bowl of cereal as well as 7 liquid glucose packs. After that he felt worse and was sweating. He called for his wife and then fell unconscious. She found him lying on the floor and injected him with an emergency glucose pen. After that he regained consciousness and checked his bg which was 3.2 mmol/l although the cgm at the same time was showing 4.4 mmol/l. The patient is a doctor himself and believes the issue was because of his insulin pockets. Because he felt better, and he is a general practitioner (gp), he did not call for an ambulance and no further treatment was needed. At the time of report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention no additional patient or event information is available.